Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with the insulin pump. The customer had been experiencing both high and low blood glucose while on the insulin pump. The device had previously gotten wet while they were swimming. Since then, they kept getting several alarms on the insulin pump. The customer¿s blood glucose during the incident was unknown. There was no clear indication that the alarm was cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. Device received with no moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, minor scratched display window and scratched case.